Event description:
During a surgical procedure the physician noted that the dovi was not working correctly. The pad was checked and a black burn mark was noted at the junction of the adhesive and the gel pad. A blister was noted on the pt. A new pad was placed on a different site and the surgery continued.